Manufacturer narrative:
The complaint listing report indicates that there were other records for units manufactured on work order: (B)(4): 1437422: no complaint against the device. Device not returned. 1694548: deflation. Device not returned. Even though there was one complaint of deflation for this lot number, the device has not been returned to confirm the event or to detect a potential workmanship. Review of all complaints of deflation for the period of mar 2019 through feb 2021 related to date opened indicates that twelve points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿p-chart of deflation for saline breast implants and additional analysis¿. No patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. (B)(6).

Event description:
Healthcare professional reported right side deflation. The device remains implanted.